Manufacturer narrative:
Investigation summary : material #: 367960. Lot/batch #: 3348910. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose hemogard cap with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination an 10 were selected for functional testing. No issues were observed relating to lose hemogard cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose hemogard cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the cover is loose. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the cover is loose. There was no report of impact to the patient or user.